Manufacturer narrative:
Due to character restrictions, initial reporter: (B)(6), event site telephone: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check by customer, cardiosave intra-aortic balloon pump (iabp) batteries replacement alarm was sounding.

Event description:
N/a.

Manufacturer narrative:
This reported incident is not reportable because issue is related to battery maintenance required message and there was no patient involvement. After further review, an initial emdr for this complaint was incorrectly submitted. As a result, no follow up emdr is necessary. Please cancel in your database.